Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had possible infection. Symptoms of burning, draining fluids and swelling were noted. It was believed that the possible infection was due to patient was diabetic and a slow healer. The patient was prescribed with antibiotics and the incision sites were looked better.